Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient experienced pain on the left side of their body, from their bladder down to their foot and back. The patient's stimulation was lowered but it did not help. The patient woke up having pain from the waist down that felt sharper at night but steady through the day. The patient was also diagnosed with urinary tract infection and treated with antibiotics for a month. This is the first time the patient felt pain in their left foot. The device was working for their retention symptoms. The patient is currently overseas and will not be back in the us for a few months. The patient was prescribed medication for the pain overseas. The patient no longer has the pain, and the device is working well.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of urinary tract infection and pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient experienced pain on the left side of their body, from their bladder down to their foot and back. The patient's stimulation was lowered but it did not help. The patient woke up having pain from the waist down that felt sharper at night but steady through the day. The patient was also diagnosed with urinary tract infection and treated with antibiotics for a month. This is the first time the patient felt pain in their left foot. The device was working for their retention symptoms. The patient is currently overseas and will not be back in the us for a few months. The patient was prescribed medication for the pain overseas. The patient no longer has the pain, and the device is working well.